Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The attachment was disassembled and microscopically evaluated for a potential cause of the reported temperature rise. Both the cap underside and the head cavity exhibited a moderate amount of debris. Both cap underside and set assembly were dry and lacked lubrication. The head and tail gears were slightly worn and exhibited a slight amount of debris. Main drive dog gears appeared to be moderately worn and exhibited slight corrosion. Set gears appeared to have moderate gear wear and debris. Head tail, tail, main drive and set gears appeared dry and lacked lubrication. The cap end bearing inner race exhibited a slight amount of debris. Cap end bearing outer race exhibited moderate debris and the cap end bearing retainer separated into 3 sections during normal handling during examination. All cap end bearing components were dry and lacked lubrication. The bur end bearing inner race exhibited slight debris and corrosion. The bur end outer race was stuck inside the head cavity and was irretrievable from the head cavity. The bur end bearing retainer exhibited a moderate amount of debris. All bur end bearing components were dry and lacked lubrication. It is possible that lack of lubrication may have caused friction and an accelerated wear condition for the internal components mentioned above. As a result, the tolerances between parts would tend to grow allowing more accelerated wear. This then could have caused the complete destruction of the bur end bearing retainer allowing debris to free roam inside the head cavity and possibly causing the heat that was reported in the original complaint.

Event description:
In this event a doctor reported that an estylus 1:5 attachment overheated. There was no injury or intervention.